Event description:
The micro sagittal saw was sent for eval due to overheating during an orthopedic procedure. The procedure was completed with a readily available alternate device without any procedure delay; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion of the internal components was identified as the probable cause of the device running without activation. Corrosion damage to the internal circuitry can cause the handpiece to run without user activation.